Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of pain at device site and felt uncomfortable. Further, the device was explanted. No additional adverse patient effects were reported.